Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment from connector on 26-aug-2024. The infusion set was in use for 16 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.